Event description:
The customer reported that the screen freezing and communication failure with bedside monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen freezing and communication failure with bedside monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips field service engineer (fse) went onsite and confirmed the issue; the software application is locking. At the time of the diagnosis no defect was detected, but it was possible to check the central's error logs, there was a loss of communication with the license module and lost communication with the bedside monitors. During fse's visit no issue was found but fse noticed some logs involving license module disconnection. The fse performed functional testing and confirmed that the device was operating as intended. The device was returned to service/full functionality and remains in use at the customer site.